Event description:
Healthcare professional reported left side textured to smooth exchange. Healthcare professional later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture : observed opening on the device. Additional observations: red particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, textured to smooth implant exchange.